Manufacturer narrative:
(B)(4). Rep stated that the device seemed to act as expected until she tried to remove the device from tissue. The analysis results found that the device was received with the firing mechanism damaged and a reload present. The reload was received fully fired and with the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lockout after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube (yoke flange). Although no conclusion could be reached as to what caused the damage to the device, the damage is consistent with a large praying force in the opening direction to the closing trigger resulting in the separation between the tube and the yoke damaging the yoke flange. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device closed and fired as expected with a blue reload, however, it would not open after being fired. Another device was used to staple and cut tissue around the device that was locked on tissue, which freed it to be removed. There were no adverse consequences for the patient reported.